Manufacturer narrative:
An event of deformation and migration or expulsion of device to the left atrium after several weeks of implant was reported. One image and two videos were provided from the field. The image is showing the sizing balloon measurements, and the two videos are showing the testing of device and device release. Additionally, the imaging provided by the account were further reviewed by an abbott staff. The provided image reported balloon sizing, tension test pre device release and during device release. Additional images were required to observe the embolized device. A returned device assessment could not be performed as the device was not returned for analysis. The device batch/lot number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. The cause for the reported device deformity and the cause of device embolization could not be conclusively determined. The reported hospitalization was a result of case-specific circumstances as the patient had undergone surgical intervention for the removal of device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on 20 december 2024 a 28mm amplatzer septal occluder was selected for implant to treat an atrial septal defect (asd) using an unknown delivery system. The asd was measured as 17mm x 23mm using a balloon. Transesophageal echocardiogram (tee) and fluoroscopy were used during the procedure. During the procedure the occluder took on a cobra head shape. The occluder was removed from the patient and conformed back to its original shape. The occluder was re-inserted into the patient and re-deployed. A stability check was performed. The occluder was implanted. After several weeks during a follow up transthoracic echocardiogram (tte) it was noted that the occluder embolized to the left atrium. The occluder was surgically explanted and the atrial septal defect was surgically closed. The patient status was stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024 a 28mm amplatzer septal occluder was selected for implant to treat an atrial septal defect (asd). The asd was measured as 17mm x 23mm using a balloon. Transesophageal echocardiogram (tee) and fluoroscopy were used during the procedure. During the procedure the occluder took on a cobra head shape. The occluder was removed from the patient and conformed back to its original shape. The occluder was re-inserted into the patient and re-deployed. A stability check was performed. The occluder was implanted. After several weeks during a follow up transthoracic echocardiogram (tte) it was noted that the occluder embolized to the left atrium. The occluder was surgically explanted and the atrial septal defect was surgically closed. The patient status was stable.